Event description:
Additional information received indicates the patient had their lead explanted and replaced to address the issue. Therapy restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: (B)(4). It was reported the patient had one lead with a high contact and was unable to go into MRI mode. Surgical intervention may take place at a later date to address the issue. Note: it is unknown which lead has the high impedances therefore both leads are being reported.